Event description:
It is reported that 2 patients were revised due to acetabular loosening.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The devices were not returned for review, therefore their conditions cannot be described. The manufacturing documentation cannot be reviewed because item/lot information has no been received. The shell was a trilogy cluster-holed shell and the liner was an extended offset liner in all cases. Screws were also used. Theses devices were used in the treatment of a disease. No applicable patient history is provided. Compatibility of the devices is unknown. A complaint history search cannot be performed due to lack of information. With the information provided, a definitive root cause cannot be stated.